Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke).

Event description:
Investigator indicated the cva/stroke event was not related to the device or procedure. It is reported that the patient recovered.

Manufacturer narrative:
(B)(4): results - (myocardial infarction).

Event description:
Additional information received reported that the patient suffered a cva ischemic stroke approximately 30 months post index. The patient was hospitalized

Event description:
Patient had one endeavor sprint rapid exchange (rx) drug eluting stent implanted to the 1st diagonal branch during index procedure. The following day a myocardial infarction (mi) occurred in non target vessel. The investigator indicated that the reported event was possibly related to the study device.